Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant battery was supposed to last 3-4 years and the implant battery drained too quickly, so they needed to get implant battery replaced.